Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific "tvt" (tension-free vaginal tape) device was implanted into the patient. According to the complainant, since (B)(6) 2010, the patient was feeling generally unwell. She experienced on-going urinary tract infection, chronic pain in vagina, anus, abdomen, pelvis area, joints, and limbs, fibromyalgia, and autoimmune disease. In addition, the patient was unable to pass urine properly, resulting in urinary retention (confirmed via scan), and the retained urine in turn caused severe inflammation. She also reports urinary urgency, bowels not working properly and severe fatigue. The mesh was removed, and the surgeon stated that the mesh was embedded in the patient's sphincter was about to erode through the vaginal wall and urethra. Reportedly, the sling had been inserted in the wrong place, which caused the patient's inability to pass urine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Updated field: operator of device. Initial reporter name and address: additional contact: (B)(6). Report source: other:(B)(6) adverse (B)(4); submitted to (B)(6). Other:(B)(6) adverse (B)(4); submitted to (B)(6).

Event description:
It was reported to boston scientific corporation that a boston scientific "tvt" (tension-free vaginal tape) device was implanted into the patient. According to the complainant, since (B)(6) 2010, the patient was feeling generally unwell. She experienced on-going urinary tract infection, chronic pain in vagina, anus, abdomen, pelvis area, joints, and limbs, fibromyalgia, and autoimmune disease. In addition, the patient was unable to pass urine properly, resulting in urinary retention (confirmed via scan), and the retained urine in turn caused severe inflammation. She also reports urinary urgency, bowels not working properly and severe fatigue. The mesh was removed, and the surgeon stated that the mesh was embedded in the patient's sphincter was about to erode through the vaginal wall and urethra. Reportedly, the sling had been inserted in the wrong place, which caused the patient's inability to pass urine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on february 7, 2018. Reportedly, the device had shrunk and folded over on the left side causing excruciating pain. It was embedded in the vaginal wall and pressing on the urethra. Patient had severe fatigue, had many fainting episodes and numerous trip to the doctors. All symptoms were gone when the device was removed from inside the patient. Additional information received on february 22, 2018. - the tvt mesh had been implanted for the treatment of sui. - the mesh also described as being "twisted." - reportedly, the patient has been hospitalized for investigations with no diagnosis. - after the mesh removal surgery, the patient underwent additional surgery to remove mesh anchorage arms and perform a colposuspension to treat the sui. This additional surgery was also performed by the same physician who initially removed the mesh.